Event description:
It was reported a device shortage. There was no backup device available to complete the procedure. No delay or patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a frayed cord was observed. Product failed functional testing when the cable was bent or slightly twisted near the strain relief. The complaint was confirmed and the root cause has been associated with damage to the internal wiring, causing intermittent video output. Camera head passed functional testing with a known good cable assembly installed. Factors which can contribute to a shorted cable assembly include rolling a heavy cart over the cable or fatigue from excessive bending of the cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.